Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the sensor cannula retracted inside of the sensor and broken. The broken part was still attached to the sensor tubing. It could not be confirmed if the customer received the sensor in its damaged condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that she received a lost sensor alert. Her blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the lost sensor issue. The customer confirmed that the wrong transmitter ID was not programmed into the pump. However, the pump was not communicating with the transmitter. The customer was walking and standing around when the lost sensor alert occurred. Upon removal of the sensor the customer discovered that the cannula was bent. Her previous two sensors had bent cannulas as well. The most recent sensor was returned for analysis and a replacement sensor was shipped to the customer.